Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a damaged cord; this condition had the potential to interrupt delivery. This condition was found in the IV department during programming/setup. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a damaged cord was confirmed during product evaluation. A root cause was not determined and no repairs were made as this device is owned by baxter and has been removed from service. Additional information: baxter will continue to monitor similar reports to determine if further actions are required.